Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced skin overgrowth at the abutment site. Subsequently the abutment was removed and a longer abutment was placed on (B)(6) 2018. During the procedure a skin revision was performed with the administration of IV antibiotics and the use of mild IV sedation. The patient was prescribed oral antibiotics for a week.